Manufacturer narrative:
Article citation: becherer, babette e., et al. ¿the dutch breast implant registry.¿ plastic and reconstructive surgery, vol. 143, no. 5, 2019, pp. 1298¿1306., doi:10.1097/prs.0000000000005501. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: bi-alcl presenting as a seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling. [(B)(4)].

Event description:
Through journal article 'the dutch breast implant registry: registration of breast implant-associated anaplastic large cell lymphoma-a proof of concept' the following was reported: bi-alcl diagnosed by markers cd30+ and alk- and presenting as a seroma; seroma-associated type tnm: t1n0m0. Capsular contracture grade I was reported; capsulectomy performed. Device was explanted. Affected side: unknown.

Event description:
Through journal article 'the dutch breast implant registry: registration of breast implant-associated anaplastic large cell lymphoma-a proof of concept' the following was reported: bi-alcl diagnosed by markers cd30+ and alk- and presenting as a seroma; seroma-associated type tnm: t1n0m0. Capsular contracture grade I was reported; capsulectomy performed. Device was explanted. Affected side: unknown.